Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recently reached elective replacement indicator (eri). Premature battery depletion is suspected.